Event description:
The MFR rep reports a pt undergoing explantation of their device after 28 months implant duration when the pump suddenly stopped and the programming was cleared. The device interrogated and showed a pump memory error and a low battery. The drug used in the pump was morphine, clonidine, and bupivicaine. The device was explanted and returned to the MFR for analysis. There was no pt injury and the pt is doing better with the replacement.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.